Manufacturer narrative:
D4: serial number is unknown. Pentax medical america and japan conducted five good faith effort (gfe) attempts the following questions, but no response was received. 1) was each procedure for treatment or diagnostic purposes? 2) were the products in question used to complete each procedure? Yes / no. If no, were different or similar products used to complete each procedure? 3) was each patient recalled for further screening? Yes / no. If yes, when and what were the results(dd/mm/yyyy)? If no, will each patient be recalled for further screening? 4) what is the current status of each patient? 5) were the products in question removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement? Yes / no. Current location and status of the products in question? 6) about the number of patients was the valve stuck multiple times in one patient? (Did you use three valves in one patient's case?) Or did the valve stack occur in each case during the examination of three patients? 7) information on the endoscope used are there 3 devices of eg29-i20c? Or did the valve stack occur 3 times with 1 eg29-i20c? Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information 9610877-2024-00141_oe-b13_na_buttons getting stuck, 9610877-2024-00142_oe-b13_na_buttons getting stuck, oe-b13_na_buttons getting stuck.

Event description:
B3: not known for the exact date, we just know the year the complaint was sent in to manufacturer. Customer reported to their pentax territory manager that they wanted to reach out to discuss the new pentax re-useable buttons for the i20 scopes. They've had 3 of their hepatologists report that they've experienced the buttons getting stuck when they are actively suctioning an esophageal varices for banding, which is extremely worrisome for the physicians, as it can cause esophageal perforation. Therefore, would pentax recommend they use the silicon lubricant on all the buttons when they're planning on banding? What is recommended? This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report, g6: follow up #1, h2: if follow-up, what type?, h3: device evaluated by manufacture and h6: adverse event problem. Evaluation summary: pentax medical america received via email with the additional information that the valves sticking during esophageal banding from dr at georgetown. Based on what was reported in this case, suctioning while the tip of the endoscope was blocked caused the pressure inside the duct to drop excessively, resulting in atmospheric pressure acting on the piston from the outside. It is determined that this atmospheric pressure exceeded the restoring force of the suction button's spring, causing the button to become stuck and unable to return to its original position. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. 9610877-2024-00141_oe-b13_na_buttons getting stuck. 9610877-2024-00142_oe-b13_na_buttons getting stuck. 9610877-2024-00143_oe-b13_na_buttons getting stuck.